Event description:
Initial information from the distributor indicated that the device was being returned due to a broken rocker arm. No additional information was provided. Based on new information received in april 2005 reporting this device had been in contact with a patient during which the patient sustained a laceration that required sutures to close, integra lifesciences had determined this to now be a reportable incident.